Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported laser stopped at 43% of treatment in a patient's left eye during lasik. Patient lost fixation three times during treatment. Treatment was reprogrammed after the initial treatment was aborted. Doctor feels the device contributed to the laser stopping during treatment. Upon follow up, patient is doing very well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the treatment report confirmed 3 interruptions during treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Root case is that the patient had poor fixation. The manufacturer internal reference number is: (B)(4).